Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed high right ventricular (rv) lead thresholds. In addition, there was possible crosstalk oversensing noted and a high number of short v-v intervals. It was further reported that the lead was revised; however, during the revision it was determined that the issues were due to the implantable pulse generator (ipg) set screw. The ipg and lead remain in use. No patient complications have been reported as a result of this event.